Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and failed; found a cracked screen display, broken usb interface with a missing door, and unreadable serial number label. The receiver was charged and rebooted. Performed data downloaded, failed due to rtt loss in the log. Functional testing was performed and it passed. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an interior inspection and found a defective battery controller chip. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.